Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: his blood glucose (bg) has been in the 250 mg/dl range for the last 2.5 months. He denies issues with site or with cannula. Patient reports that his health care provider (hcp) feels pump is not delivering as it should. Patient refused to take time to review the pump history. Customer support (cs) had the patient do a 5 unit prime and confirmed the insulin came out correctly: had patient do 3 boluses 5 units (times 2) and a 10 units bolus and only saw one drop. Patient denies bubbles in tubing or cartridge. Reports the pump history indicates all boluses were delivered. Cs advised patient to go to an alternate form of insulin delivery till replacement pump arrives due to the possibility that the pump may not be bolusing correctly as programmed. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s history showed the last basal and the last bolus delivery were recorded on (B)(6) 2013. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for the 24 hour duration test with no errors, warnings or alarms occurring during this time. The total daily doses calculated correctly and reflected the programmed basal rate. Only typical usage alarms were recorded in alarm history; no activity related to the complaint was observed. A delivery accuracy test was successfully completed; the pump was found to be operating within required specification and delivering accurately. No alarms occurred during testing. The history settings issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.